Manufacturer narrative:
The hospital biomed has replaced the internal battery boards to fix the reported issue.

Event description:
The hospital reported that, during the case, the unit stopped ventilating. There was no reported patient injury.